Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient reported her sensor fell off during the night on (B)(6) 2022 and she did not get any cgm reading on her phone as the sensor failed. A message showed up advising that there was no data. The patient´s husband was awake and heard the message, he tried to wake the patient up but the patient was already unconscious. She was profusely sweating and had foam coming out of her mouth. The patient´s husband checked the blood glucose which was about 30 mg/dl. The patient´s husband treated the patient with an emergency glucose pencil and applied it nasally [presumed to mean a glucagon nasal powder]. Ten minutes after the treatment, the patient´s blood glucose increased to 65 mg/dl and started to gradually increase. After half an hour the patient was able to eat a little piece of bread and slowly recovered. The day after the event the patient was doing well and stated they just felt cold. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.